Event description:
As reported, a gore thoracic endoprosthesis was successfully implanted. While in the recovery room, the pt experienced an episode of atrial fibrillation and a stroke. The clinician believed the stroke may have been caused by either the atrial fibrillation or the ballooning of the proximal portion of the device. Either of these events may have caused a clot to pass into the left carotid artery. Following the procedure, the pt was stable; however, signs of a stroke were still present.